Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0193 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via phone call "possible break" of PICC line. No other information was provided.